Event description:
The customer reported falsely elevated alinity c carbon dioxide result generated on the alinity c processing module for a patient. The physician questioned the result as it was inconsistent with the previous result. The following data was provided: customer¿s reference range: 23 to 34 mmol/l. Carbon dioxide result = 30 mmol/l. Previous result = 24 mmol/l. Update: on 25sep2024, the customer provided additional patient samples with falsely elevated alinity c carbon dioxide results. The following data was provided: (B)(6) initial result = 35.4 mmol/l, repeat result = 23.1 mmol/l. (B)(6) initial result = 43.5 mmol/l, repeat result = 28.5 mmol/l. (B)(6) initial result = 33.1 mmol/l, repeat result = 25.8 mmol/l. (B)(6) initial result = 33.8 mmol/l, repeat result = 21.8 mmol/l. (B)(6) initial result = 35.9 mmol/l, repeat result = 26.1 mmol/l. (B)(6) initial result = 40.8 mmol/l, repeat result = 27.4 mmol/l. (B)(6) initial result = 38.3 mmol/l, repeat result = 23.2 mmol/l. (B)(6) initial result = 41.4 mmol/l, repeat result = 28.2- mmol/l. (B)(6) initial result = 33.8 mmol/l, repeat result = 27.6 mmol/l. (B)(6) initial result = 37.7 mmol/l, repeat result = 28.2 mmol/l. (B)(6) initial result = 37.7 mmol/l, repeat result = 22.0 mmol/l. (B)(6) initial result = 38.6 mmol/l, repeat result = 28.5 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer contacted the field service representative (fsr) and was recommended to replace the dryer tip and wash the cuvettes. The customer performed the recommended troubleshooting; however, a definitive likely cause part could not be determined. The alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer reported falsely elevated alinity c carbon dioxide result generated on the alinity c processing module for a patient. The physician questioned the result as it was inconsistent with the previous result. The following data was provided: customer¿s reference range: 23 to 34 mmol/l. Carbon dioxide result = 30 mmol/l. Previous result = 24 mmol/l. Update: on (B)(6) 2024, the customer provided additional patient samples with falsely elevated alinity c carbon dioxide results. The following data was provided: sid (B)(6) initial result = 35.4 mmol/l, repeat result = 23.1 mmol/l, sid (B)(6) initial result = 43.5 mmol/l, repeat result = 28.5 mmol/l, sid (B)(6) initial result = 33.1 mmol/l, repeat result = 25.8 mmol/l, sid (B)(6) initial result = 33.8 mmol/l, repeat result = 21.8 mmol/l, sid (B)(6) initial result = 35.9 mmol/l, repeat result = 26.1 mmol/l, sid (B)(6) initial result = 40.8 mmol/l, repeat result = 27.4 mmol/l, sid (B)(6) initial result = 38.3 mmol/l, repeat result = 23.2 mmol/l, sid (B)(6) initial result = 41.4 mmol/l, repeat result = 28.2- mmol/l, sid (B)(6) initial result = 33.8 mmol/l, repeat result = 27.6 mmol/l, sid (B)(6) initial result = 37.7 mmol/l, repeat result = 28.2 mmol/l, sid (B)(6) initial result = 37.7 mmol/l, repeat result = 22.0 mmol/l, sid (B)(6) initial result = 38.6 mmol/l, repeat result = 28.5 mmol/l. There was no impact to patient management reported.